Event description:
It was reported to philips that the device failed to acquire an etco2 reading during a pt event. The involved pt was found unresponsive, pulseless, apneic and representing an asystole rhythm. Medical command directed the paramedics to terminate resiscitation effors. The pt was prodounced deceased in the field.

Manufacturer narrative:
(B)(4).